Event description:
During an atrial fibrillation ablation procedure using a brk transseptal needle, a cardiac tamponade occurred. After transseptal puncture was performed with a brk transseptal needle, the physician noted a cardiac tamponade via fluoroscopy. The procedure was stopped and no further intervention was necessary. The patient experienced no further complications. There were no performance issues noted with any sjm device.

Manufacturer narrative:
Method: the results of the investigation are inconclusive since the device was not returned for analysis. Our analysis was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU complications that may occur during the use of this device include cardiac perforation and cardiac tamponade.